Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed the bicarbonate buffer test per (B)(4). The sensor passed per specification with accurate readings. However, the cannula was split from the tubing.

Event description:
The customer reported via phone call that the sensor received two calibration errors followed by a change sensor alert. Troubleshooting was initiated for the bad sensor alert. The patient's sensor glucose at the time of incident was 65 mg/dl and her blood glucose was 145 mg/dl. She ate a cookie due to the sensor glucose and her blood glucose rose to 176 mg/dl. The customer's activity at the time of the alert was working; the customer was about to go to lunch. The sensor was inserted into the customer's abdomen using a serter. The customer was advised on the timing of calibrations leading to the alert and calibration protocol. The customer was advised to remove and change out the sensor. The sensor was returned for analysis and a replacement sensor was shipped to the customer.